Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the battery compartment is brown and there is a crack on the face of the pump. The customer states their blood glucose level has gone as high as 460mg/dl. The customer's most current level was 254mg/dl. The customer was advised the pump would be replaced and returned for analysis.